Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per patients and physicians preference. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was very uncomfortable with the current battery placement. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was very uncomfortable with the current battery placement. The patient will undergo a revision procedure.